Manufacturer narrative:
The device was received with the formed needle exposed. The pink slide was visible in the top housing window but the linkage assembly was not in the fully retracted position. Upon opening the device, the linkage assembly did not move into the fully retracted position. Damage was observed on the linkage assembly. The damaged linkage assembly caused damage on the mechanism rail and prevented the linkage assembly from fully retracting during deployment, thus causing the reported needle mechanism failure. The soft cannula was observed to be bent. It is unknown how or when this damage occurred. No timeouts or drive stalls were seen in the download data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract; indicating a needle mechanism failure.